Event description:
It was reported by claims manager, he was contacted by an attorney representing a pt who had undergone a laparoscopic cholecystectomy on 11/16/93. During computerized tomography scan on 10/7/97 for diagnosis of a kidney stone, foreign object was identified. The reported object is described as about 4-1/2 inches long. 1/4" in diameter, dark grey in color and appears to be hard plastic. Object was removed 1/14/98 at hospital by dr and is a cannula with "ethicon" printed on side of the device. The device is in the possession of attorney representing pt. Photos of the device were provided by the claims manager.